Event description:
No additional info.

Manufacturer narrative:
It was reported that the tubing separated from the filter. One sample model 4030b-07t, lot 23039083 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the filter outlet port. No other defects or abnormalities were observed. The customer complaint is verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause for separation between tubing sleeve and filter could be related to lack of solvent due to using an incorrect solvent application method by the assembler. A quality alert was created on february 22nd, 2024 to reinforce the correct solvent application method and avoid the lack of solvent. A device history record review for model 4030b-07t lot number 23039083 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15 mar 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 4030b-07t. Batch # 23039083. It was reported by customer that tubing attached to distal end of filter fell off - noted during priming the line with nacl 0.9%. Verbatim: rcc received a complaint via community. Could have been a spill even if this happened while the beleodaq was infusing into the patient or even if it spilled inside of hood. Potential risks to pharmacy tech,pharmacist, nursing, patient, andpatient visitor. Tubing attached to distal end of filter felloff - noted during priming the line withnacl 0.9%.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.